Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to hear alerts on the pump. Reportedly, the customer could hear a faint beep and the alert did not get louder as expected for hypo-repeat. There was no impact to the customer's blood glucose level. Reportedly, the pump would continue to be used for insulin therapy.